Event description:
During a routine device exchange due to normal eri, the device was programmed into vvi mode however, pacing was lost. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of loss of pacing could not be confirmed. As received, the device was in vvi mode and battery voltage above elective replacement indicator level. The as-received output verification test showed that the pacing output was normal, stable and consistent with the programmed settings. The device was the programmed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical and environmental stress testing indicated normal device characteristics. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.